Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a non-disposable cartridge error. The patient only received about half of the medication. No patient injury was reported.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal removed. No evidence of the customer reported issue was found in a review of the event history log. During the functional testing, after running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.